Manufacturer narrative:
This is a single use electrode. The electrode was retained by the facility and therefore, no evaluation can be done.

Event description:
Allegedly per the customer, during a urology procedure, the entire loop disengaged from the working element and came out of the sheath inside the patient. The broken part of the electrode was safely removed with no harm to the patient. The electrode was replaced and the procedure completed.